Event description:
The surgeon inserted a curved fast-fix in the meniscus and attempted to deploy t1. When pulled back the suture was detached. The surgeon was not able to remove the implant. But was able to complete the horizontal cleavage repair using a second device from the same lot.